Event description:
It was later indicated that the patient was see in clinic in (B)(6). The device was interrogated and lead impedance parameters were all in normal range. New electrode combinations were programmed on and patient left the clinic feeling stimulation in the appropriate location. No follow up was reported.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0ddch, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was patient injury, the patient fell in (B)(6) 2014, and therapy had not been working for her since the fall. It was noted that the patient did not like going to her healthcare provider, was not a good ¿historian¿ about describing the problem, had diabetes and memory issues, and first told her urologist about the therapy issues 2.5 weeks prior. The patient saw a different healthcare provider and a manufacturer representative last week. It was noted that the patient¿s healthcare provider and manufacturer representative suspected that the fall affected the patient¿s device and the lead might have moved. It was reported that ¿last tuesday¿ the healthcare provider and manufacturer representative tried to made adjustments and instructed the patient to stay on those settings for a week and see if therapy worked instead of taking the patient back for surgery. X-rays were done, and the patient only had a ¿lateral or flat x-ray¿ and the doctor said he should have had her do two x-rays. The reporter stated that the patient¿s doctor told her to give it a week and if therapy didn¿t work she would need to redo the x-rays. It was reported that there was a loss of therapeutic effect after the fall in february and the patient didn¿t ¿respond well¿ and it was terrible trying to pull in formation out of her regarding how the device was working for her. It was noted that the patient had an overstimulation sensation and on 2014-(B)(6) the patient had a ¿bad day.¿ it was reported that stimulation was very strong and was ¿driving her crazy,¿ the device was not telling her when she had to go, and it was vibrating all the time. Reportedly, stimulation felt too strong. It was noted that the patient programmer was used and showed the poor communication screen. After trying again, there was a screen indicating that the patient programmer batteries were low. The batteries were replaced and the patient programmer was able to connect to the implantable neurostimulator (ins). It was reported that the patient¿s therapy was on and was set on program 1 at 1.1 volts. It was noted that stimulation was turned down to 0.7 volts and the patient confirmed that stimulation felt ¿much better.¿ additional information has been requested but was not available as of the date of this report.